Event description:
It was reported that unstable thresholds, high pacing thresholds, and high impedance occurred with patient's right ventricular (rv) lead. The physician also noted a confirmed fracture in the right ventricular (rv) lead. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).